Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, the device was removed from the packaging and it was noted that the basket tip dislodged from the device. Reportedly, there was no visual damage noted to the device packaging. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient ID and patient weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, the device was removed from the packaging and it was noted that the basket tip dislodged from the device. Reportedly, there was no visual damage noted to the device packaging. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation found the basket wires to be retracted and the basket tip to have disengaged. The basket tip was not returned. No sidecar rx pushback was noted. Functionally, the basket wires were able to be extended. The basket wires were examined and found to be even an undeformed. The basket wires ends were without issue. Additionally, the outer sheath presented slight kinking near the distal end. The condition of the returned unit was consistent with the complaint incident that the tip detached. A material review of the sub assembly basket component confirmed that the basket tip met manufacturing specifications. It is unknown if the basket tip received force greater than 50 lb during product functioning prior to tip detachment. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.